Event description:
Related manufacturer reference number: 2938836-2019-15203. It was reported that when the patient presented in clinic, infection was observed. The physician did not know the cause of the infection. The device system was explanted. Temporary device and lead were used while the patient was being treated with antibiotic. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.